Event description:
Per the physician, the patient was explanted 2009, due to an ¿infected device.¿more information on reimplantation has been requested but was not available at time of this report august 28, 2009.